Event description:
It was reported that in an arctic sun device normothermia protocol started 21:00. Patient reached targeted temperature (tt) within 2 hours and maintained all night. Since about noon patient temperature (pt) had been above targeted temperature (tt) of 37.5c. Patient temperature (pt) was 37.6-37.7c. Post cardiac arrest. Earlier patient was shivering but they have since turned off versed and turned up propofol. Nurse confirmed patient had been shivering but did not believe they were shivering now. Rectal and secondary probe (foley) correlate, patient temperature (pt) was 37.6c, targeted temperature (tt) was 37.5c, water temperature (wt) was 8.8c. Pad coverage had gap at abdomen of about 2-3 inches. Work to cool shows 3 bars blue and nurse confirms water temperature (wt) have been consistently below 10c. Discussed medication administration and asked nurse to confirm there was no current shivering, microshivering or seizure activity occurring. Nurse did not patient was shivering. Discussed adding universal pad to abdomen for optimal coverage and application of bair huggers if not contraindicated in protocol. Chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1428.9, pump hours were 1088. Called back 1 hour later and patient temperature (pt) was 37.3c, water temperature (wt) was 10c. Bair huggers were added, and shivering addressed. Encouraged to call back with any additional questions or concerns. Sn dyfzal012. Per follow up information received via phone on 03jan2025, spoke with rn, who confirmed working at this patient's bedside. They noted medications had originally been administered for shivering at the start of therapy and again near the middle of the treatment. They did not add any additional pads but instead used medication and a bair hugger to assist. Stated they had to exchange the esophageal probe at one point because the patient was gagging. Therapy completed and the device has remained in service.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause could not be determined. Post cardiac arrest. Earlier patient was shivering but they have since turned off versed and turned up propofol. Nurse confirmed patient had been shivering but did not believe they were shivering now. Rectal and secondary probe (foley) correlate, patient temperature (pt) was 37.6c, targeted temperature (tt) was 37.5c, water temperature (wt) was 8.8c. Pad coverage had gap at abdomen of about 2-3 inches. Work to cool shows 3 bars blue and nurse confirms water temperature (wt) have been consistently below 10c. Discussed medication administration and asked nurse to confirm there was no current shivering, microshivering or seizure activity occurring. Nurse did not patient was shivering. Discussed adding universal pad to abdomen for optimal coverage and application of bair huggers if not contraindicated in protocol. Chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1428.9, pump hours were 1088. Called back 1 hour later and patient temperature (pt) was 37.3c, water temperature (wt) was 10c. Bair huggers were added, and shivering addressed. Encouraged to call back with any additional questions or concerns. Sn dyfzal012. Per follow up, spoke with rn, who confirmed working at this patient's bedside. They noted medications had originally been administered for shivering at the start of therapy and again near the middle of the treatment. They did not add any additional pads but instead used medication and a bair hugger to assist. Stated they had to exchange the esophageal probe at one point because the patient was gagging. Therapy completed and the device has remained in service. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device normothermia protocol started 21:00. Patient reached targeted temperature (tt) within 2 hours and maintained all night. Since about noon patient temperature (pt) had been above targeted temperature (tt) of 37.5c. Patient temperature (pt) was 37.6-37.7c. Post cardiac arrest. Earlier patient was shivering but they have since turned off versed and turned up propofol. Nurse confirmed patient had been shivering but did not believe they were shivering now. Rectal and secondary probe (foley) correlate, patient temperature (pt) was 37.6c, targeted temperature (tt) was 37.5c, water temperature (wt) was 8.8c. Pad coverage had gap at abdomen of about 2-3 inches. Work to cool shows 3 bars blue and nurse confirms water temperature (wt) have been consistently below 10c. Discussed medication administration and asked nurse to confirm there was no current shivering, microshivering or seizure activity occurring. Nurse did not patient was shivering. Discussed adding universal pad to abdomen for optimal coverage and application of bair huggers if not contraindicated in protocol. Chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 60 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 1428.9, pump hours were 1088. Called back 1 hour later and patient temperature (pt) was 37.3c, water temperature (wt) was 10c. Bair huggers were added, and shivering addressed. Encouraged to call back with any additional questions or concerns. Sn: (B)(6).